Event description:
It was reported that following the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD), this s-ICD failed testing in all three vectors. The physician then implanted the device on the right side of the patient and again the device failed in all three vectors. A shock test was then completed and was successful, therefore the physician decided to leave the device implanted on the right side. Additional information includes confirmation that this device delivered an additional inappropriate shock resulting in three shocks total. The device is expected to be further evaluated at the next follow up appointment. This device remains in service. No additional adverse patient effects were reported.